Event description:
Circumcision done using 1.3 clamp-placed on penis glans in usual manner and clamp tightened. While trimming foreskin, clamp fell off prematurely leaving 1-2 cm foreskin untrimmed. Moderate bleeding occurred especially in area where untrimmed foreskin was requiring numerous applications of silver nitrate and pressure directly to site. Consult with a urologist.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.